Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the static image was a faulty plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the image of the colonovideoscope had static. There was no patient involvement.